Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her blood glucose level was 430 mg/dl. The infusion set failed. The cannula bent. She treated her blood glucose level with a syringe. The insulin pump alarmed no delivery. The alarm was resolved with an infusion set change. The device was not returned.